Event description:
It was reported that this patient felt symptomatic and presented to the emergency room (ER). Upon analysis of the presenting electrogram (egm) of this pacemaker system, it was observed that there was noise on both the right ventricular (rv) lead and right atrial (ra) lead channels. There was oversensing, which resulted in stored atrial tachy response (atr) episodes. No pacing inhibition was observed. The patient was admitted to the hospital for further evaluation. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.